Manufacturer narrative:
The device has not been returned for investigation. A follow-up report will be submitted after investigation is completed.

Event description:
Quest medical received a report regarding an event that occured in canada. The reports states "writer was replacing the lyka on the patient's venous line. Slightly more than normal resistance encountered by writer, but still able to remove lyka without mechanical assistance. While cleaning the vascular hub, writer discovered a part of the old lyka stuck inside the hub. It had broken off during removal. Writer put old lyka back on lyka hub to provide a cover for the site. Educator close by, informed immediately by writer for assistance. Educator went to inform vascular nurse for further assistance. Writer stayed by patient to monitor site. Vascular nurse was able to remove broken off hub with hemostats. Vascular nurse attempted to aspirate venous line to make sure no plastic left in line. Patient normally has difficulty with aspirating venous line, but vascular nurse able to aspirate enough to her satisfaction. Writer was given permission by the vascular nurse to flush venous line. New lyka applied to venous and line flushed. Patient hooked up to start his run". No patient complications resulting from the event.

Manufacturer narrative:
The sample was received for analysis. The tip of the valve arrived completely broken off from the rest of the valve. Magnified images were taken with the dinocam to evaluate the point of fracture. In these images, it appears that the tip broke cleanly off of at the base of the valve. A process review was completed for the capping step of lyka production and there were no processes identified which could contribute to the male luer taper breaking of, thus this cannot be confirmed a manufacturing related. The root cause is a supplier defect as the valve is fully manufactured externally, except for capping the valves at quest medical.